Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on february 15, 2021. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. During the procedure, the placement seemed lateral but in the correct perirectal fat plane. The physician reviewed the scans and it showed a possible rectal wall injection. No more than 25 percent of hydrogel was noted in the rectal wall. Additionaly, saline was injected in the rectal wall during hydrodissection. There were no patient complications reported as a result of this event. The patient will receive external beam radiation therapy (ebrt). On march 31, 2021, additional information received stating that patient continued with the planned radiation treatment. The treatment was scheduled on february 8, 2021.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally prior to spaceoar implantation and the procedure was done under local anesthesia. During the procedure, the placement seemed lateral but in the correct perirectal fat plane. The physician reviewed the scans and it showed a possible rectal wall injection. No more than 25 percent of hydrogel was noted in the rectal wall. Additionally, saline was injected in the rectal wall during hydrodissection. There were no patient complications reported as a result of this event. The patient will receive external beam radiation therapy (ebrt).